Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested.

Event description:
This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were reviewed and the product met all specifications at the time of release to warehouse. The inlay from the field can not be dimensionally verified because it has to be severely deformed during the explanation procedure in order to remove the implant from the patient. Any measurements taken from the inlay would not provide accurate information regarding whether or not the inlay was within specification at the time of manufacture. The etch, on the inlay, was the only feature verified. Product development reviewed the complaint: the implant was not available at the time of this evaluation. Pictures of the implant attached to complaint (B)(4) were reviewed. There were no signs of abnormal wear on the visible surfaces and no observed damage to the implant. The articulating surface and bone engaging surfaces are not visible in the images. In regards to the complaint condition, numbness, there are no related dimensional features which can be associated with the condition; also the machined dimensions cannot be checked due to the plasma coating. The superior and inferior plate machining dimensions are normally inspected using a cmm; plasma coated surfaces will prevent accurate location and could damage cmm probe tips. Patient selection could have played a role in this case and cannot be ruled out based on the materials and information available at the time of this evaluation. If the patient showed signs of severe degeneration in his-her cervical spine, that could have played a role in this outcome. This case involves a revision surgery due to numbness in the patients shoulder and arm. No implant failure was observed during the revision pre-operative planning or the surgery. As such no assignable cause can be attributed to the numbness. No updates are required to the functional design requirements or risk documentation as a result of this complaint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An analysis of the complained device was conducted by exponent. Report received indicates all retrieved device components (superior endplate, polyethylene inlay, and inferior endplate) were examined macroscopically for signs of wear and damage. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surfaces of the endplates showed remnants of bone. The endplates did not show evidence of impingement. Machining marks were observed on the backside surface and perimeter of the polyethylene inlay. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches consistent with normal wear. Product development evaluated the exponent report with the following results: there is no evidence of device failure or mal-function that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on both endplates and the pe inlay all consistent with surgical removal. Placeholder.

Event description:
Surgeon reported to the sales consultant on (B)(4) 2013: there is a prodisc c removal case. Original implant date is not known. Patient was presenting with numbness down the shoulder and into the hand. Implant was removed from c5-c6 on (B)(6) 2013 and patient was re-implanted with the acdf system. It was noted: at time of removal there appeared to be no issue with the prodisc c implant.